Event description:
A complaint via social media was received. The customer reported inaccurate readings and stated that they ended up in the hospital due to the issue. Details of the customer's symptoms and third-party treatment were unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.